Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the temporary basal rate was set to 120% at midnight for the next 10 hours on the infusion device. The patient woke up around 5:30 a.m. With elevated blood glucose levels and the basal rate was set to 100% again. The infusion device did not display an alert or error message regarding the stoppage or change in the temporary basal rate. This occurred 3 to 4 times in the last few weeks.